Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 8:30 pm, the patient went to bed with a cgm reading of approximately 150 mg/dl and reported no symptoms at that time. At approximately 12:00 am on (B)(6) 2026, the patient's mother found her unconscious and immediately called 911. Upon arrival, emergency medical services (ems) performed a fingerstick blood glucose (fsbg) measurement, which was reported over 500 mg/dl. The corresponding cgm reading at that time was unknown. The patient was transported to the emergency department (ed), and no treatment was administered prior to arrival. During the ed evaluation, the patient was unaware of her cgm and glucose readings due to her condition. She received intravenous (IV) fluids and insulin injections as treatment for hyperglycemia and admitted. The patient regained consciousness at approximately 5:00 am. The sensor was removed upon admission to the hospital. The patient was diagnosed with hyperglycemia and remained hospitalized for four days. During the hospitalization, her glucose levels gradually improved. At the time of discharge, the patient's fsbg was 200 mg/dl. The patient reported feeling better, although she continued to experience some residual weakness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.